Event description:
It was reported that patient was seen for routine follow-up. The fast-path estimated 2.4 months to eri, but when the longevity calculation was performed it estimated 19-26 months to eri. Patient will be seen in 6 months for follow-up.